Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, perforation of leaflet was observed. The procedure was terminated with removal of clip from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the available information, a cause for the reported tissue injury cannot be determined. Additionally, the reported patient effect of tissue injury is listed in the mitraclip system instructions for use and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.